Event description:
The manufacturer received information from the hospital mechanical engineer (me) alleging a patient experienced a ventilator service required alarm occurred while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed on the device's error log. The service technician further evaluated and determined the system printed circuit assembly (pca) and detachable battery had caused the ventilator service required alarm to occur on the device. In conclusion, the device's system pca and detachable battery needs replaced to address the issue. The root cause is confirmed at this time.